Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) due to error 32101. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the psuj for evaluation. A follow-up MDR will be submitted, if additional information is obtained. A probable root cause of error 32101 points to arm frl hit because of a high-side switch error on arm4 suj proximal (acu).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered an error on one of the robotic arms. The system was showing an error code, and despite power cycling the system several times, the issue persisted. The tse informed the user that the issue was related to voltage inside the universal surgical manipulator (usm) and advised that the problem would likely persist. The user indicated that they could not proceed with the surgery using only three usms, and they decided to abort the procedure and convert to a laparoscopic approach to complete the procedure. There was no report of patient involvement or patient injury. A procedure delay of 15 minutes was reported.